Event description:
It was reported that during a system upgrade, the right ventricular (rv) lead was removed due to an occlusion for access. The right ventricular (rv) lead was replaced. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.